Event description:
Additional information reported the patient¿s MRI had nothing to do with the patient¿s infusion therapy, which was working well for the patient. The hcp tried to set the patient up with her, but the patient did not come to the appointment.

Event description:
It was reported that the patient experienced encephalopathy, speech problems, and pain. Magnetic resonance imaging (MRI) was being ordered by a physician; however, the managing physician was unknown. The physician did not know any further information regarding the symptoms and the medications were unknown. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6);product type catheter. (B)(4).